Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a patient with a history of recurrent infections had been diagnosed with septic shock and multi-organ failure. The patient had a pocket infection that was believed to be secondary. It was further reported that the patient had a system revision, the patient was hospitalized, and intravenous antibiotics were administered. This right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.